Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by an authorized service provider (asp) on the v60 indicating that the power cable had resistance higher than allowed in electrical tests. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was sent to bench repair, where an authorized service provider (asp) found that the power cable had resistance higher than allowed in electrical tests. The investigation is ongoing.